Manufacturer narrative:
Date of event was reported as 2014.

Event description:
Information received from patient reported that they had no stimulation from implantable neurostimulator (ins) and a loss of therapy. The patient stated that the ins had not worked in 2 years and that they had tried to keep it charged and it had not worked. Specifically, they had not used the device because they were not having pain and had tried to keep it charged every month. It was further reported that last week the patient had an episode where they had pain coming from the side of the implant going down the leg that almost put them to the floor. The pain was coming from right behind the ins and they won't "do anything without MRI". The indications for use for the implanted device were noted as failed back surgery syndrome. There were no further details, troubleshooting, interventions, or an outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.